Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The customer stated the strips are changing in the sterrad® 100nx unit. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00747 and 2084725-2016-00748.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the concomitant product evaluation and system risk analysis (sra). Batch history review could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Retain evaluation was not performed since the lot number was not available. The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad nx was serviced by a field service engineer. A h2o2 nylon tube was replaced for a h2o2 delivery failure/area too low error, which resolved the system issue. The replaced h2o2 nylon tube is the likely assignable cause for the incorrect color issues with the product. The issue will continue to be tracked and trended.